Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located in the mid left anterior descending artery (mid lad) which was 20mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.00x20mm promus element stent. During withdrawal, it was noticed the mid segment of the stent got damaged probably due to mild calcification. The stent remained implanted. No patient complications were reported and the patient¿s status was stable. The patient was discharged without any complications.